Manufacturer narrative:
Additional information: d4, h4 manufacturer's investigation conclusion: the reported event of pump stoppages was confirmed based on the information recorded in the provided log file. The log file contained events recorded from the time stamp of day 1747, 7 hours and 21 minutes to day 1757, 2 hours and 50 minutes where speed reductions below the low speed limit (including 0 rpm) were recorded while the system was powered by a power module. The returned system controller serial number (B)(6) was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved from the returned system controller and contained events recorded from the time stamp of day 1769, 2 hours and 11 minutes to day 1778, 1 hour and 50 minutes. The recorded information revealed that the system maintained the desired set speed with no interruptions while supported by 14v batteries. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. In conclusion the pump stoppages captured in the provided log file appeared to be related to a driveline issue which was confirmed during the pump evaluation reported under MFR #2916596-2020-01163. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Implant center was (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Heartmate 2 pocket controller was exchanged on (B)(6) 2020 (alongside pump) due to pump off alarm suspected to be caused by short-to-shield. Heartmate 2 lvas is in manufacturer report number #2916596-2020-01163.

Manufacturer narrative:
Section a2: correction: patient dob changed from (B)(6)1994 to (B)(6)1974.